Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed open skin ulcers under the electrodes. The patient removed the lifevest due to the itchiness and the feeling of being "torched". Per review of the patient data flags and recent download of (B)(6) 2021, the data confirms that the patient was not treated. There was no alleged device malfunction contributing to the irritation. The patient applied derma cream with mupirocin on the skin irritation. The medical outcome of the skin irritation is unknown as follow up attempts were unsuccessful.